Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire into the lead. The lead was flushed but the difficulty continued. A new wire was used and the lead was tracked without problem. The patient was in stable condition.